Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/22/2017 resulted in defect found; returned test strips produce low and high readings and the event was determined to be reportable. Most likely underlying root cause of out of spec readings are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 220, 195 and 188 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was applying the blood incorrectly. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is one - two weeks. Adverse event not reported at time of call on (B)(6) 2017. The meter memory was reviewed for previous test result history: the 195mg/dl (B)(6) 2017 11:29 pm fasting:no, the 167mg/dl (B)(6) 2017 11:35 am fasting:yes, the 159mg/dl (B)(6) 2017 11:30 am fasting:yes, the 188mg/dl (B)(6) 2017 11:34 am fasting:yes, the 148mg/dl (B)(6) 2017 11:50 am fasting:yes.